Event description:
A portable oxygen concentrator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the wobble of the inlet port for the power cord was confirmed. The fixation screw was retightened, and the issue was resolved. The sieve alarm indicated "sieve canister needs to be checked." The sieve canister was replaced. The screw hole in the area of the isolator rubber of the compressor was damaged and was impossible to fix, therefore the compressor was replaced. Device noise was confirmed during an operational check, and the airside manifold was replaced. A leak was confirmed inside the device. The sieve oxygen side assembly was replaced.